Event description:
Many attempts to remove tampon herself. Had to take her to the emergency room to have it removed-vagina [foreign body in reproductive tract]. Tampon string broke off, started to come apart in pieces [device breakage]. Case narrative: relative reported via e-mail that their daughter used a tampon and the string broke off during removal. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.